Event description:
Information received by medtronic indicated that the insulin pump had a blank display, and the customer blood glucose was gone up. The customer experienced hyperglycemia and the customer blood glucose value was 174 mg/dl. No further patient complications were reported. Troubleshooting was performed and instructed customer to discontinue insulin pump use. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring: black. Insulin pump case type: ngp. Customer returned insulin pump for an alleged blank display and high blood glucose found on (B)(6) 2022. The insulin pump passed the displacement test, active current test, sleep current test, and self test. Successfully downloaded history files and traces using thump. No unexpected alarms or alerts were noted during testing or in the insulin pump's history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. The insulin pump was cut open to perform visual inspection and found¿moisture damage¿on the electrical board 1, motor, and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir during testing. The following were noted during visual inspection: scratched case, cracked case-corner of belt clip rails, and pillowing keypad overlay. Blank display was not observed during analysis. Blank display not confirmed. Unable to confirm high blood glucose. Exposed to moisture confirmed on the electrical board 1, motor, and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.